Manufacturer narrative:
Product event summary: analysis was not able to confirm the programmer screen froze three times during a threshold test; programmer passed functional test. Analysis confirmed the programmer appeared to freeze at start up; the programmer took 1 minute and 47 seconds to boot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer screen freezes on startup, having to switch on/off three or four times to get it to boot up. It was also reported that the programmer screen froze three times during a threshold test on a patient with no underlying heart rhythm. No patient complications have been reported as a result of this event.